Event description:
Filter legs lodged between the storage tube and introducer at hub connection. The entire system was removed and replaced with another of the same make to complete filter deployment without any further complications.